Event description:
Patient was implanted with plate and screw construct on an unspecified date. Post-operative cat-scan (CT) taken on an unknown date revealed a broken plate due to non-union. It was also reported the screws went through the plate. Patient was returned to the operating room on (B)(6) 2013 for revision surgery. The hardware was removed and the surgeon repaired the non-union with bone graft with iliac crest and the patient was revised with a new construct. The hardware was successfully removed without complication and the revision surgery was completed successfully. This is 1 of 4 reports for this (B)(4).

Manufacturer narrative:
(B)(6). A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 4.5mm proximal tibia plate was processed through the normal manufacturing and inspection operations with one mrr noted. Mrr# (B)(4) was written due to (2)two lots of 4.5mm proximal tibia plates being mixed in the vibe operation. The two lots were dispositioned as conforming as the parts were made from the same material lot. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. No nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented. The complaint determined to be invalid based on the device history review only. No device was returned for dimensional inspection. Investigation could not be completed and no conclusion could be drawn as no device was returned device was used for treatment, not diagnosis.